Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the compressor muffler filter, which resolved the issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and electrical safety tests.

Event description:
It was reported that, during testing, the ventilator's compressor became inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.